Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after delivering about 7 units of insulin, the customer experienced a low blood glucose (bg) level of 27 mg/dl. The customer took glucagon via a pen and drank lemonade (13 carbohydrates). A system check performed with tandem technical support, indicated that the pump is operating as expected. A recommendation was made for the customer to consult the healthcare provided to discuss factors that could affect bg level. During follow up with the customer the following day, the customer's bg level was reported to be back within target range.

Manufacturer narrative:
.